Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had pump thrombus treated with tissue plasminogen activator (tpa) and then outflow graft compression. Graft was successfully stented. Patient stated to have high watt alarms. The ventricular assist device (vad) remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4): the pump was not returned for evaluation. The reported high-power event was confirmed through log file analysis which showed 3 low flow alarms logged on (B)(6) 2017. In addition, 4 high watt alarms have been logged since (B)(6) 2017. Power consumption is within normal operating range. Of note, it was reported that the patient previously had pump thrombus and outflow graft compression; the outflow graft was stented for this reason. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information and risk documentation, the high-power event may be attributed to multiple factors including but not limited to thrombus growth/ingestion in the pump, high flows, high rpms. The low flows may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, inappropriate pump rotational speed. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.